Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: thermocool smarttouch bidirectional sf catheter # 1 (model# d134804 lot# 17755384l). Pentaray catheter (model# unknown lot# unknown). Soundstar catheter (model# unknown lot# unknown). Coronary sinus catheter brand unknown. St. Jude medical agilis sheath (model# unknown lot# unknown). St. Jude medical sl0 sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with two thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the first smarttouch sf catheter stopped deflecting. Smarttouch sf catheter # 1 was exchanged for smarttouch sf catheter # 2 and the procedure continued. During ablation of the left pulmonary veins, the patient became hypotensive. Pericardial effusion was detected via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded 246 ml of fluid and a pericardial drain was left in place. Post-intervention, the effusion resolved. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU) for observation. Pericardial drain was removed. Patient required one night in the ICU for monitoring. It is not believed that a bwi product was responsible for the injury. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to the non-bwi coronary sinus catheter. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths included a st. Jude medical agilis (used with the smarttouch sf catheter) and a st. Jude medical sl0 (used with the pentaray catheter). Generator was set on power control mode at 30 watts with impedance at 140 ohms. Power was not titrated. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min while ablating at 30 watts. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. The deflection issue with the first catheter is not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
Additional information was received on 5/30/2018 indicating that the lot number provided for the adverse event and the concomitant product were inadvertently switched. Additional info reported lot# 17740037l experienced the deflection issues. Additional info reported lot# 17755384l is the device related to the adverse event cardiac tamponade. Manufacturer date is 10/31/2017 and expiration date is 10/30/2018. The corresponding field of this report has been updated. In the initial report, the device history record (DHR) was reported for lot 17755384l incorrectly. The DHR for the correct lot is as follows. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturers report# (B)(4).

Manufacturer narrative:
It was reported that a male patient, approximately (B)(6) years old, underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with two thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test were performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).